Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
There were no reported system messages or other system issues that would clearly indicate that the system contributed to the reported event. The tear was noted during I/a; which occurs after the laser treatment is completed and after phacoemulsification is performed. Thus, it cannot be determined when the tears occurred and whether the system or surgical technique contributed to the event. A review of complaints for the last 6 months did not indicate any additional related reports for this system serial number. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Event description:
A doctor reported a radial tear in the anterior capsule at the location of the primary incision. Primary incision was created using a laser. A single piece intraocular lenses was inserted into the capsular bag. After insertion, it was reported that the tear extended into the posterior capsule which resulted in vitreous prolapse. Upon follow up, doctor could not relate how the laser contributed to the issue. He informed that his rate of capsule tears without using the laser system was very low. Patient was reported to be unhappy, as the expected lens was not inserted, and is adjusting to having two different types of intraocular lenses. Reporter informed that the patients vision is good.